Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 306 mg/dl, 164 mg/dl, and 78 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips.